Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient presented to the hospital after calling with complaints of electrical fault alarms. Driveline damage and exposed wires were observed near the strain relief and excessive driveline twisting also noted. The vad coordinator splinted the driveline upon admission to minimize movement. It was stated that the log files revealed pump was running on single stator. It was further stated that clinical engineering performed driveline splice repair on (B)(6) 2015; pump restarted on dual stator following repair of rear stator wires. After repair of front stator wires, the driveline was disconnected and untwisted, connector boot was replaced and reconnected to the controller. Pump restarted on dual stator. It was stated that there was a total of 90 second pump stop during the repair. Patient remained in the ICU for this procedure on o2 and dobutamine. Patient was stated to have been asymptomatic during two planned pump stops during splice repair. Patient stable post-procedure. Patient was stated to have discharged on (B)(6) 2016. It was stated that the patient was not compliant with driveline care and did not routinely untwist driveline which lead to outer sheath damage and subsequent wire fractures. Patient is doing well currently with no further electrical fault alarms. No additional information available.

Manufacturer narrative:
Clinical engineering performed driveline splice repair on (B)(6) 2016. Driveline cable (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed an electrical fault alarm, vad stop and high watts alarm thus confirming the reported event. On-site inspection revealed driveline damage and exposed wires close to strain relief. A splice repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the electrical fault alarm can be attributed to a brief short circuit condition caused by the reported driveline wire damage. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.